Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study. An cryoablation index procedure involving a polarsheath was performed on (B)(6) 2021. It was reported that on the patient experienced hematoma evolving at the puncture point on (B)(6) 2021 since hospital discharge. Hemoclar (local antioedematous) was prescribed on (B)(6) 2021 and event was resolved as of (B)(6) 2021.